Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system exhibited high out-of-range right ventricular (rv) pacing impedances measuring greater than 3,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. It was noted that rv thresholds have increased. Additionally, there was noise an the rv channel that was being sensed however, there was no pacing inhibition. The patient is not dependent on therapy. Technical services provided programming options. At this time, the device and this rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).